Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 10-jan-2017, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 22-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, headaches and migraines. It was reported that the patient¿s ¿system had been wonderful for six years and suddenly overnight it became ineffective¿. The patient mentioned that ¿it looks like everything was shifted to the right, to the point where the left crosses over or under the right lead and if they turn it on they got a burning stinging sensation at that point¿. The patient asked if it was possible the leads may be shorting out or if the patient¿s nerves could begin to not respond from stimulation. The patient asked if further diagnostics would be performed by a manufacturer representative (rep). The patient stated that they loved therapy and were ¿miserable without it¿. The patient mentioned that they had met with a rep on (B)(6) 2019 and stated that they had ¿difficulty communicating with the device, but in general everything looked good¿. The patient stated that they checked with the neurosurgeon and they stated that ¿it didn¿t¿ show increased impedances on the leads and they thought everything looked great¿. The patient stated that they had an x-ray scheduled to determine the lead placement. The patient stated that they had not had any falls/traumas, but the night before the patient experienced this the patient was playing pickle ball more intensely than the patient had in the past. Patient services recommended that the patient contribute to work with hcp for concerns mentioned above. It was indicated that the therapy/symptoms were considered to be sudden. The event occurred in early (B)(6), probably the ((B)(6) 2019). No further complications were reported/anticipated.